Event description:
It was reported the patient presented for implant procedure. During surgery, it was discovered the set screw of the implantable cardioverter defibrillator was popped out. The physician elected to complete the procedure with a different implantable cardioverter defibrillator. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.